Event description:
Intl ((B)(6)) complaint received reporting leakage problem with use of fresenius bloodline tubing set and d1000 tego connectors. It was reported (translated) that "...leak from the check-valve. Consequences: drops of blood get out the check-valve, the product doesn't meet the safety expectations. Change of tego caps, check of its proper functioning before letting the pt go home..." The tego connectors were in use for five days when the incident occurred.

Manufacturer narrative:
Device return: one (1) used d1000 tego connector was returned for analysis and investigation. Although requested, the involved mating devices were not returned for investigation. MFR's investigation: visual inspection (pre and post decontamination) was performed. The engineering report documents residual blood was observed within the fluid path during decontamination. Additionally, a small corner tear was observed on the edge of the slit. Engineering testing and analysis: engineering testing and analysis was performed per the applicable product specs. The results recorded leakage originating from the damage/tear from the slit of the tego. The tego connector was disassembled and evaluated. The engineers report verified the leakage was due to the internal component damage (tear) found on silicone seal corner slit. The engineering analysis report noted previous investigations of these types of tego component damages (torn seals) have been replicated and are attributable to incorrect usage/techniques. Those investigations identified various usage/techniques including; off center insertions and or off-center access with a long male luer slip type connector(s) while attaching/detaching; over tightening and use of non-compatible mating/access devices that fail to meet the iso standard (B)(4). A review of the mfg. Lot database for lot# 2694674 (mfg. Date 06/01/2013) shows (B)(4) units were manufactured, tested, inspected, and released. All of the identified manufacturing and complaint database record analysis show these tego devices were manufactured to spec, tested, inspected and released. Findings: d1000 tego connector replicated leakage condition. The root cause of the leakage issue was attributable to component damages that occurred due to incorrect technique/usage.